Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the patient had 10 infusion sets that the site fell out. The patients' blood glucose levels were affected and were reported in 400's mg/dl and correction boluses were used. The patient is using a new infusion sets and has not been having any concerns. See MFR numbers: 2183502-2016-01852; 2183502-2016-01853; 2183502-2016-01854; 2183502-2016-01855; 2183502-2016-01857; 2183502-2016-01858; 2183502-2016-01859; 2183502-2016-01860; 2183502-2016-01861. For related complaints.